Manufacturer narrative:
Qn# (B)(4). The actual sample was not returned; however, the customer provided one video for analysis. The complaint of an extension line leak was able to be confirmed by the video. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "maintain peripherally inserted central catheter patency in accordance with hospital/institutional policies, procedures and practice guidelines. All personnel who care for patients with peripherally inserted central catheters must be knowledgeable about effective management to prolong catheter's dwell time and prevent injury." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the junction between luer-hub(brown) and the extension line had leaking breach." No patient harm. The device was removed and replaced. The patient's condition is reported as fine.

Event description:
It was reported "the junction between luer-hub(brown) and the extension line had leaking breach." No patient harm. The device was removed and replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).